Manufacturer narrative:
It was reported that a patient underwent a new paroxysmal atrial fibrillation cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experiences cerebrovascular accident (cva). The investigation was completed on 12-jan-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot (B)(4) and no internal actions related to the complaint was found during the review. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. During an internal review on 25-jan-2026 noted a correction to the 3500a initial under d. Primary UDI number. Therefore, updated this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a new paroxysmal atrial fibrillation cardiac ablation procedure with a varipulse¿ bi-directional catheter and the patient experiences cerebrovascular accident (cva). The day after the ablation procedure (B)(6) 2025 with varipulse catheter, patient findings of cerebral infarction, facial nerve paralysis and movement disorder of the upper and lower limbs were noted. The patient experienced cerebellar infarction and pontine infarction. No abnormalities were observed during use of the product. The physician¿s opinion on the cause of this adverse event was not patient-related but cannot be determined whether it was product-related or procedure-related. The outcome of the adverse event was improved. The patient has been discharged from the hospital. The discharged date is unknown. The neurological impairment event that occurred was cva/stroke confirmed with magnetic resonance imaging (MRI). The patient¿s rhythm during ablation was sinus rhythm. The number of performed ablations was 15 ablations with pulse field ablation energy and within the pulmonary veins. No ablations were performed outside the pulmonary veins. No evidence of char or blood thrombus/clot during the procedure. The activated clotting time during procedure was 380 seconds over (pre-ablation). No stacking occurred for this procedure. The irrigation rate was switched for each ablation before ablation until 10 seconds after 30ml/min, and at all other times 4ml/min. One transseptal puncture site was performed during the procedure. One catheter exchange was used for each. No observations such as intracardiac excessive microbubbles was observed via ultrasound or excessive impedance errors noted during the case. The patient did not have a previous history of stroke. Transesophageal echocardiography was performed pre-ablation, and no thrombus was detected. The patient did not have any anatomical abnormalities.